Event description:
Reporter alleged none of the numbers on the blood glucose test strips vial could be read due to the numbers being smeared off of it. No actions were taken and no treatment was recieved reportedly as a result. A request was made for the return of the suspect device ad replacement product was sent.